Event description:
The patient was admitted to the hospital with severe pain. The pump was replaced the evening prior and when the patient attempted to request a bolus an error message of "incorrect pump detected" was displayed on the personal therapy manager. The pump contained morphine, fentanyl, clonidine, and baclofen. Further information is being requested at this time; a supplemental report will be sent if additional information is received.

Manufacturer narrative:
Implanted: explanted: product typ programmer, patient product ID 8709sc lot# (B)(4) implanted: 2012-(B)(6) explanted: product typ catheter product ID 8598a lot# (B)(4) implanted: 2011-(B)(6) explanted: product typ catheter. (B)(4).

Event description:
The patient's programmer was updated with new pump serial numbers; the patient was able to resume giving boluses without issue. As of the date of this report, the patient was receiving effective therapy and had no issues.

Event description:
The error code occurred because the patient¿s personal therapy manager (ptm) had not been coupled to the new pump following the pump replacement surgery.

Manufacturer narrative:
(B)(4).